Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician. Occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). The laboratory result using chronometric stago reagent was 2.4 inr. The meter result was 3.2 inr. The therapeutic range was 2-3 inr. The testing frequency was not provided.